Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected and light reddish brown material was found inside the pebax, no damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Concomitant medical products: soundstar eco ge 8f catheter (us catalog # 10439236, lot # g9078594). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a force sensor error occurred. It was reported that while ablating the catheter started to display with ¿high force¿. When they tried to re-zero, force sensor error 106 would display. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The reported ¿force sensor error¿ issue is not MDR reportable since there is no risk to the patient¿s health that results from a procedure delay. On 1/2/2019, the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified, ¿the clear pebax sleeve has a light reddish brown like material inside. Found no damaged to sleeve.¿ this finding was reviewed and assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/29/2019, further analysis which included a canning electron microscope (sem) analysis identified, ¿evidence of mechanical damage, stress marks and a hole on the surface of the pebax.¿ this finding has been reviewed and assessed as an MDR reportable malfunction due to the integrity of the catheter being compromised. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through sem analysis on 01/29/2019 and has reassessed this complaint as reportable.